Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (500mg, every 5th day, ongoing), ceftazidime injection (500mg, per day, ongoing) and meropenem injection (500mg, per day, ongoing) for peritonitis. At the time of this report the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported that antibiotic treatment was discontinued and the patient has recovered from the peritonitis event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.